Event description:
It was reported by the customer that post-op to a realize gastric band procedure, the perfect adjustment could not be achieved. It was too tight; food was getting caught in the chest, had to self induced vomiting for relief. The patient reports that due to regurgitation, stomach was swollen. The band was deflated to allow stomach to heal and swelling to go down. Two weeks later patient returned to surgeon's office. The band was checked for slippage and no slippage was detected. This occurred a year ago and the patient has since begun receiving adjustments after returning to the surgeon's office. Patient reports having 4 ccs in the band and not feeling restriction. The patient was referred back to physician to discuss options.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.